Event description:
User(nurse) called into into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, regarding leak in iab circuit alarm that occured 4times during all day. Each time user noted that the connections are all secure, and was able to resume pumping by pressing start button. The esp personel advised that the balloon catheter is an arrow iab and that she could consider calling teleflex for catheter maint. Recommendations. Also provided troubleshooting tips that getinge would recommend if the iab were getinge. Then the esp personel advised her to check the helium tubing for blood hourly and each time the alarm happens and suggested that there is likely a small kink internally and to keep the patient as still as possible. Furthermore user was informed of the fill key key and how to use it if she is unable to resume pumping with the start key. Then chest xray was requested to confirm the placement. User was thankful for the advice and felt more comfortable at this point and had no more questions. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.